Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: evaluation revealed there was no damage or peeling to the keypad. The ok key is intermittently unresponsive and the down, up and contrast keys respond appropriately. Evaluation revealed that the worn keypad button symbols. Removed the keypad and found contamination under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).